Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. Visual inspection revealed that the enclosure was cracked by the drain fitting. This was causing a leak. Both covers were scratched and marked. The line cord was also worn, and the pole clamp handle was broken. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (leaking) was confirmed during testing. The leak was caused by a cracked enclosure by the drain fitting. The investigator replaced the enclosure in order to correct the reported primary problem. The investigator also upgraded the pcb, power switch and retainer. The pump was also replaced due to excessive noise and vibrations. The heater was also replaced due to a failure that was discovered during electrical testing. The worn line cord, pole clamp, and broken handle were all replaced. Preventative maintenance was then performed. The device subsequently passed functional testing. The problem source of the reported product problem was attributed to a user issue. This was identified as the root cause.

Event description:
It was reported the level 1 hotline low flow system (hl-390) was leaking. The leak was observed around the clear reservoir. There was no patient involvement.